Manufacturer narrative:
Additional information: the report of pump pocket infection could not be confirmed through this evaluation as the pump was not returned to the manufacturer for evaluation. It was communicated that the patient remained ongoing on pump support and has been listed for transplant. No further events have been reported to the manufacturer. A review of device history records showed no deviations from manufacturing or qa specifications. The instructions for use lists driveline, pocket, and local infections as potential adverse events that may be associated with the use of the device. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: it was reported by the hospital personnel that the patient was being treated with suppressive antibiotics and has been listed for transplant at (B)(6).

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt developed a pump pocket infection. The pt is being treated for infection and listed for transplant on another centers transplant list. However, the pt is being followed by the implanting centers vad team.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.